Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reuseable electrode pads were returned to zoll medical corporation; the reported malfunction was duplicated and attributed to an internal wire break on the apex side of the electrode. The internal wire break prevents the device from obtaining the patient's impedance. The CPR function will only initiate after a patient's impedance has been detected. A replacement set of reusable electrode pads was sent to the customer. Analysis for reports of this type has not identified an increase in trend.